Event description:
It was reported that the subject device had cloudy image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: optical fiber breakage and dents on outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: white dots in image due to degradation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use which state: "make sure that the image has the correct orientation. Check the quality of the endoscopic image on the video monitor. Hold a piece of writing at approximately 30 mm from the objective cover glass. Only use the video telescope if the writing is clearly visible on the monitor. Check that the image is not cloudy, out of focus or dark. If the colors appear unnatural, perform a white balance. Observe the section ¿inspect all necessary functions¿ of the instructions for use of video system center." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.